Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a low battery alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review, service history review, visual inspection, and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The battery low alarm was identified during the event history log review and functional testing. The cause of the condition was determined to be inoperative main battery. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.